Event description:
It was reported that during initial implant procedure, patient's atrial lead was dislodged. It was also noted that the stylet was not able to advance in the lead. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2023. The patient was stable.